Event description:
The customer reported that the device is rebooting. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device is rebooting. There was no report of pt involvement. A philips field service engineer evaluated the device. Replacement of the processor pca resolved the failure. Philips confirmed the failure. The device passed all performance verification testing and remains at the customer site.